Event description:
A surgeon indicated that implanted intraocular lenses (iol) have glistenings. Additional information was requested. There are two medical device reports associated with this event. This report is associated with the glistenings that do not affect patients' visions.

Manufacturer narrative:
A sample device was not received for analysis. The product was not returned for analysis. Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause.attempts have been made to obtain additional information by phone and fax. A completed questionnaire was not received.(B)(4).